Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported recurrent mitral regurgitation is the result of the slda and the patient effect of recurrent mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy / non-surgical procedure are the result of case specific circumstances as the patient was hospitalized in order for additional clips to be implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring an additional mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2020, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and recurrent mr of 4. On (B)(6) 2020, two additional clips were implanted lateral to the slda clip, and mr was reduced from 4 to 1. The patient is feeling extremely well after the second procedure. No additional information was provided.